Manufacturer narrative:
Bhc (beam hardening coefficient) and dpo (detector position offset) values were not entered into the system configuration, as required, after the previous service of the dms (march 2017). Because the correct values were not entered into the system, the CT images contained some faint center artifacts and broad ring artifacts. The artifacts were immediately identifiable to the operator as a system issue/malfunction rather than an actual patient anatomical anomaly. This case was initially determined to be non-reportable by the manufacturer because there was no report of injuries and the risk of harm to patients if this was to reoccur was determined to be remote / not likely to contribute to a death or serious injury. This case is being reported at this time because during a FDA inspection in april 2018 this case was specified in a FDA-483 as being a reportable event.

Event description:
Image artifact identified by user in a patient scan. No additional scans of the patient were required; and no injuries reported.